Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. Based upon the findings, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported incident. However, the polyp being in a very thinned walled area was a significant factor in the event. Specifically, upon the intervention, the remaining tissue of the bowl did not stay intact which resulted in the perforation. In conclusion, no determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a colonoscopy. The esu was used with a return electrode. A description of the other accessories used in the procedure was not provided. The generator settings were endo cut mode q, effect 2, cut duration 1, and cut interval 6. A polypectomy was performed in the cecum. Then, a perforation occurred. To address the perforation, a laparoscopy was performed to clip the area closed. No further information involving the patient's condition was provided.